Event description:
It was reported that during a hospital visit, the patient experience unanticipated therapy. Oversensing on the t wave was also detected. It was resolved by reprogramming. Patients condition is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.